Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/30/2024, it was reported by a sales representative via (B)(4) that an ar-3355-2730 scope is damaged. A doctor was attempting to do an ankle scope and hit the scope with a burr. The scope is now cracked. This occurred during use in a case with no patient effect. Another device was used to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.